Event description:
The pt's first troponin level was obtained by the machine but not accessible to the staff (wouldn't print out). In the morning, a second troponin level was drawn and the result was quite elevated, at the same time the first result also printed out. The delay in recording resulted in a delay of treatment and transfer to another facility and could have had catastrophic consequences. Device has been replaced.